Manufacturer narrative:
Product not returned for evaluation. The package insert lists as possible anticipated adverse effects for the health care practitioner: "early or late loosening of the components." "Disassembly, fraying, kinking, loosening, bending, or breaking of any or all the components." It also states: "additional surgery may be necessary to correct some of the anticipated adverse reactions." "The actual tension value should be decided by the surgeon, taking into account the location and quality of the patients¿ bone. However, the torque applied should never be greater than 15in-lbs. Loads greater than this value may fracture the bone and/or damage the cable or instruments."

Event description:
It was reported, during a scoliosis procedure, 2 cables were broken while being tautened